Event description:
Event description guidant/cpi received information that this implantable pacemaker (ipm) had no output and no telemetry. The ipm was explanted/replaced and returned for analysis. There were no adverse patient effects.